Event description:
Pt had port a cath placement on (B)(6) 2003 for tx of breast cancer. On (B)(6) 2004, port noted to be nonfunctional. D.I. Revealed broken - off port. To (B)(6) for interventional radiology removal. On (B)(6) 2004 returned to surgery for removal of remaining port and replacement of new port a cath.